Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema, pruritus, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported sixteen days after injection to an unspecified injection site with an unspecified type of juvederm voluma, pt developed "burning, itching and swelling" in both cheeks; "one side becoming more swollen and spreading up towards the eyes". Pt was treated with two courses of antibiotics; symptoms initially improved but per the pt, have now worsened.